Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure, a small pericardial effusion was identified via intracardiac echocardiogram (ice). Following release of the closure device, the pre existing pericardial effusion was evaluated and remained the same size as at the start of the procedure. Twenty minutes post procedure, the patient developed cardiac tamponade. A pericardiocentesis was performed and 300ccs of blood was removed. A pericardial drain was placed and the patient was transferred to the intensive care unit for recovery.

Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure, a small pericardial effusion was identified via intracardiac echocardiogram (ice). Following release of the closure device, the pre existing pericardial effusion was evaluated and remained the same size as at the start of the procedure. Twenty minutes post procedure, the patient developed cardiac tamponade. A pericardiocentesis was performed and 300ccs of blood was removed. A pericardial drain was placed and the patient was transferred to the intensive care unit for recovery. It was further reported the patient was discharged two days post index procedure.

Manufacturer narrative:
B5 event description updated.